Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for routine follow-up. It was discovered that the left ventricular lead had dislodged. The lad was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.